Event description:
It was reported that a user contacted support about a ¿dosing stops in 3 hours¿ message and was counseled that the pump was in bg run mode with a center-screen timer indicating the remaining duration, and that the user must continue entering blood glucose values manually until a new sensor is available. Symptoms included no adverse clinical effects, and the user reported no alerts or alarms. Outcomes included successful use of the device in bg run mode without interruption of therapy. Investigation included troubleshooting and education conducted by support. Investigation of this case revealed normal device function with appropriate user guidance regarding bg run mode and sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was use-related and resolved through user education.